Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that device data from this cardiac resynchronization therapy defibrillator (crt-d) was reviewed. Multiple episodes were observed with oversensing of noise leading to periods of asystole. The patient was contacted and reported that they had had an unrelated surgical procedure at the date and time of the episodes. Boston scientific technical services discussed using a magnet with electrocautery for future procedures. The system remains in service. No adverse patient effects were reported.